Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the protective sheath was difficult to remove from the 3.5x15mm nc trek dilatation catheter. The device was set aside and not used. There was no patient involvement. Another device was used successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found no similar incidents from this lot for inability to remove balloon sheath. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Corrective and preventive actions were implemented. This device was manufactured, prior to corrective action implementation. These devices will continue to be monitored.